Event description:
It was reported that during patient infusion, the stop key on the pump keypad did not respond despite multiple attempts. The pump was powered off to stop the infusion, resulting in a delay in therapy. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.